Event description:
It is reported after an endoscopic retrograde cholangiopancreatography (ercp) procedure using a tjf-q190v scope and a maj-2315 disposable distal cap, upon withdrawal of the scope, tissue was discovered in the disposable distal cap. The patient was discharged post-procedure as planned. The patient required no medical or surgical intervention as a result of this occurrence. Over a twenty-day period, the customer reported a cluster of eight similar events occurring during endoscopic retrograde cholangiopancreatography (ercp) procedures using an evis exera iii duodenovideoscope with a single use distal cover. These events involved gastrointestinal tissue trauma and/or tissue found in the distal cover following the procedure. These are events are reported in the following: event one: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event two: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event three: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event four: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event five: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event six: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event seven: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event eight: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The customer attributes these similar events to cracked caps (maj-2315). Customer reports speaking with the team, and they did report having difficulty in the beginning with cracking the caps. The caps were changed if they were found to be cracked. The customer also reported discovering a few caps were cracked when coming out of the packaging.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. A review of the instrument history revealed that the device had not been serviced before the event occurred (B)(6) 2020). The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause of the reported phenomenon could not be conclusively determined. However, based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. The instruction for your use provided examples of inappropriate handling. For example: the IFU warns users about " applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions." In addition, it also warns users about "attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ investigation activities have been opened to manage the actions related to this report and any required MDR reporting.